Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The cable section from ECG c to the distribution node was torn from the distribution node. All of the wires were pulled from their solder connections within the node. The cause of the torn cable appears to be physical abuse. The cable section was pulled with excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B) (6) male pt's visiting nurse contacted zoll lifecor customer support to report that one of the wires going into the vibration box had broken off. The pt's electrode belt was replaced.